Event description:
It was reported that the patient was found in his nursing home room unresponsive. The patient was apneic, had low flows at 0.1 lpm, and was hypotensive. When admitted to the emergency room the patient received intravenous fluids, vasopressors, and cardiopulmonary resuscitation (CPR). The patient suffered a hypoxic injury and was terminally weaned. Log file review found lower flows at the beginning of the file but were not sustained long enough to activate the audible alarm. There was a power cable disconnect on (B)(6) 2022 at 8:09 pm where both controller power leads were disconnected from the power module. This was followed by a no external power / driveline disconnect / lvad off alarms at 8:09 pm where the driveline was disconnected from the controller. It was reported that the patient passed away with an estimated date of death on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. The patient's date of death is estimated. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported apnea, hypotension, hypoxic injury, and patient outcome could not be conclusively determined through this investigation. Review of the submitted log files confirmed a single low flow alarm; however, a specific cause for this low flow event could not be determined through this evaluation. The submitted controller periodic log file captured a low flow alarm on 13mar2022. The submitted controller event log file showed that the driveline was ultimately disconnected and the controller shutdown later in the day on 13mar2022. The system appeared to operate as intended at the set speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists other neurological event (not stroke-related) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.